Manufacturer narrative:
The x-ray quality is too poor, so it cannot be evaluated which one and if one of them or both. Probably the implant in regio 45 as the nerve describes a loop. As we have no evidence that a wrong sized implant was in the package, this is not an implant related but surgery related problem. This event is reportable per 21 cfr part 803. This report is for the second device. The device was evaluated and found to be within specification.

Event description:
According to the available information, a patient received two ankylos c/x a 9.5 dental implants. Insertion in regio explantation on #31 (fdi 47) on (B)(6) 2020 and implant removed (B)(6) 2020 and also #29 (fdi 45) on (B)(6) 2020 and implant removed (B)(6) 2020. Due to deep immersion of the implant and close low jaw nerve location, there was trauma and numbness of the lower jaw. Implants were explained in two days. At least one of the implants were placed too near to the nerve.